Manufacturer narrative:
Complaint is confirmed. Functional testing was performed on the returned ar-9597-20 and found that the ar-9676 angled reamer shaft gets stuck inside the device and cannot be moved freely. Visual evaluation noted signs of wear on the device. The most likely cause is attributed to misuse due to interference with the mating instrument. Refer to the investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/28/2023, it was reported by a sales representative via sems-06043842 and sems-06056948 that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer, drive shaft, caused a slight issue. The two instruments were an angled reamer sleeve and the drive shaft, with the inner shaft bound against the outer shaft, causing them to get stuck. They completed the case, and no patient was harmed. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On (B)(6) 2023, the sales representative provided the following information via phone: this occurred during a reverse arthroplasty procedure. There was no harm, and no case delay was reported. He initially reported incorrect instrument part numbers and will return the incorrect replacements.